Event description:
It was reported that a system error 2240 (air in set) alarm occurred during use on the home choice (hc). The caregiver (cg) stated the home patient (hp) had already removed all the supplies. The technical service representative (tsr) reviewed the alarm log with the cg and found the alarm. The tsr explained the alarm to the cg. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.